Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym folate reagent lid failed to open during operation of the axsym analyzer. A probe crash occurred due to this issue. There was no impact to pt management reported.